Event description:
During a review of the maude database on december 3, 2024, an 803.22 (b)(2) notification was found reporting a phrenic nerve injury during an ablation procedure performed on (B)(6) 2018. No report of a phrenic nerve injury on that date was found in complaint records, so the review of the maude database represented becoming aware of a reported adverse event. The report number from the maude database is mw5130453. The maude report stated the treating physician believed the heartlight catheter was the cause of the phrenic nerve injury, but no additional details such as device identification by serial number, location of the event, or patient description were reported. The version of the catheter used in the case cannot be determined from the information provided, except that the catheter used was not the current version of the catheter being marketed, which was not on the market at the time of the event.

Manufacturer narrative:
No device deficiency was reported in the maude 803.22 (b)(2) notification but this event was not reported to cardiofocus so the details of the procedure are unknown. Phrenic nerve injury is a known potential adverse event for catheter ablation procedures disclosed in product labeling.